Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "removal of screw in right 6.5 x 40 monoaxial xia 11 screw. Screw broke inside pedicle. Used a universal removal set to core around screw and reverse thread out of pedicle. Surgeon determined insufficient fusion during surgery exploration."